Event description:
A patient's ureter was torn during the removal of an encrusted cascade ureteral stent. We were not provided information such as the device lot number or how long the stent was in use.